Manufacturer narrative:
All information provided by manufacturer, and mandattory medwatch form was received.

Event description:
It was reported that multiple inappropriate shocks were delivered. The lead and ICD were explanted and replaced. The patient condition is good.